Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric lesion located in the distal right coronary artery that was mildly tortuous, mildly calcified, chronically occluded and 100% stenosed. A 1.25 x 15 mm mini trek rx was prepped without issue. There was resistance felt with the anatomy during advancement to the lesion. The mini trek balloon ruptured at an unknown pressure during the first inflation before reaching nominal pressure in the patient anatomy. Contrast was seen escaping from the balloon under fluoroscopy. Resistance was also felt with the anatomy during removal. Another non-abbott device was used to complete the procedure. The device was prepped according to the instructions for use. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.